Manufacturer narrative:
(B)(4). PMA/510(k) #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported when the user checked the bakri tamponade balloon catheter function prior to patient contact the balloon would not inflate. There was no patient contact with the device.

Event description:
It was reported when the user checked the bakri tamponade balloon catheter function prior to patient contact the balloon would not inflate. There was no patient contact with the device.

Manufacturer narrative:
(B)(4). Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was performed. The investigation also included review of complaint history, the device history record, drawings, quality control data, and specifications. One device was returned for investigation. The device was returned wet. A functional test was performed. It was determined that there is a lumen communication between the two lumens. When inflating the balloon lumen with water, it was noted that water was filtering through the side port and backend of the other lumen. The device history record was reviewed and noted there were no non-conformances associated with the reported failure. A review of complaint history revealed this complaint is the only one associated with complaint lot number 8278903. A review of relevant manufacturing documents was conducted. This device is 100% inspected visually for surface imperfections and functionally tested for leaks, inflation, and deflation. No conclusion could be drawn as to the cause for the confirmed balloon inflation issue. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.